Event description:
It was reported that the patient with this pacemaker has been feeling tired, and dizzy and experienced a syncopal episode. A pulse oximeter was utilized to measure this patient's heart rate which was between 49 and 60 beats per minute (bpm). The patient was advised by the clinician to be evaluated in the emergency room; however, the patient did not follow this advice. Boston scientific technical services (ts) advised the patient to contact their clinician and follow up as directed. No additional adverse patient effects were reported. At this time, this device system remains in service.